Event description:
It was reported that one month and nineteen days post dialysis catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis and migrated. It was further reported that the device was allegedly embolized in the patient. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation and one electronic photo was provided for review. Gross visual and microscopic visual evaluation were performed on the returned device. The tissue cuff was noted to be intact. The investigation is confirmed for the reported loosening of implant and identified expulsion issues as the catheter together the tissue cuff was found expelled from the insertion site in the provided photo. However, the investigation is inconclusive for the reported migration issue as no evidence of device migration was identified in the photo and sample evaluation, and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that one month and nineteen days post dialysis catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis and migrated. It was further reported that the device was allegedly embolized in the patient. The patient current status is unknown.